Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was aborted. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to make exposure. The review system log files showed anode drive unite (adu) temperature overheat. Upon troubleshooting, the fse found that the transformer of the adu was burnt. The supplier's part analysis of adu certeray showed an error message temperature switch opened appeared and the output valves have discolored to black due to overheating. The overheating was casued by the design of adu. Therefore, the design of adu has been changed and the failure mode disappeared with the next release of the adu. To resolve the issue, the fse replaced adu certeray and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.